Manufacturer narrative:
The customer reported several error messages of reagent pack monitoring has detected reagent dispense failure. While troubleshooting with hotline the customer discovered frt4 reagent pack had been used on both of their dxi 800 systems. Three levels of qc were tested on this pack twice and none were flagged as out of specifications in the diagnostic copy to disk data. Customer stated the instrument stopped processing frt4 samples due to the reagent pack monitoring errors and the reagent pack was discarded. Customer believes the patient results from this reagent pack were reported. The lab has not received any reports of change to patient treatment or injury due to this event. Service was not dispatched for this event as likely root cause was identified with routine troubleshooting user error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report free t4 reagent pack was shared between two unicel dxi 800 access chemistry analyzer. Per customer, fifteen (15) patient samples were analyzed on the shared reagent pack. Unknown if any of the results were erroneous. No result was reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.